Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending.

Manufacturer narrative:
When detailed analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation of the device confirmed elective replacement indicator (eri) status. Visual inspection shows no anomalies. The device case was then opened, and individual components were isolated and tested. Visual inspection, at that time, showed multiple secondary wires are fractured on the top of the epoxy on the base. Detailed analysis identified an issue with the transformer used in the high voltage charging circuit, and it was determined that damage within this transformer disrupted the device's ability to charge the high voltage capacitors. However, device memory shows charging was available up to the explant date, so it appears that all therapy was available while the device was implanted.